Event description:
The customer alleged while performing pre-patient checkout and switching the ventilator on, no audible alarm sounded. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the power switch and constant tone alarm assembly. The unit passed extended self testing. It is not verified that an alarmed for condition failed, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.